Manufacturer narrative:
Based on the claim against the product by the customer noting vessel sealer extend (vse) was not unclamping, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did move intuitively with full range of motion in all directions. However, the grips did not open properly during in-house testing. The grip tips move in the expected direction, but the motion is non-exact. The grip tips were unable to open off the system when the grip open lever is manually actuated. No failures were observed during log review. Functional tests were unable to be performed due to the inability of the grip tips to open. The complaint regarding the vse not unclamping was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The vse housing was also removed, and the instrument was found to have a dislodged grip ring when the housing was removed. As a result, the grip tips were unable to open properly. The grip tips were unable to open when the grip open lever was actuated off the system. The vse instrument was found to have a dislodged set screw, likely causing the dislodged grip ring. The set screw was found attached to the magnet on the chassis when the housing was removed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) worked for the first four times and then stopped working. A replacement was used for the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the vessel sealer extend (vse) locked up and the jaws stopped unclamping. The vse was not stuck on tissue. They removed it without using the grip release slider and replaced it with a backup vse, which resolved the issue. The procedure was completed with no patient harm.